Manufacturer narrative:
(B)(4). D10: unknown tibial component, unknown poly. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision following an initial total ankle replacement due to painful loosening of the tibia and talus. During the revision, curettage and bone grafting were performed for a right talar cyst. No known contributing factors were identified. Attempts have been made and no further information has been provided.